Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 11/03/2020 investigation conclusion one sample was submitted for quality investigation. The customers complaint of the tubing would not prime was verified by visual and physical investigation. The sample was primed and occlusion was observed at the bottom of the drip chamber to the tubing connection. Microscopic imaging of the joint location shows that there is an excess amount of solvent between the tubing and drip chamber opening causing for the difficulty to prime the sample. A device history record review for model 2420-0007 lot number 20037011 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 26mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the occlusion was determined to be an assembly issue during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free was clogged/blocked/occlude. The following information was provided by the initial reporter: I want to report an equipment failure. I have the equipment available for return to the manufacturer. IV tubing would not prime with 1000cc bag.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free was clogged/blocked/occlude. The following information was provided by the initial reporter: I want to report an equipment failure. I have the equipment available for return to the manufacturer. IV tubing would not prime with 1000cc bag.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of product would not prime could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20037011 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free was clogged/blocked/occlude. The following information was provided by the initial reporter: I want to report an equipment failure. I have the equipment available for return to the manufacturer. IV tubing would not prime with 1000cc bag.